Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had a loss of power during a patient workflow. The customer stated that device was working properly and that it was user error. A field service engineer logged on as carefusion support and opened the hardware test application. Tested the device and verified that the unit was online, communicating properly, and that drawers were functioning as expected. Exited the application and returned the device to the customer. Fse obtained keys from the customer and opened the back cabinet. Inspected the cabinet, verified all cables were securely connected, and removed debris. Closed and locked the cabinet, then returned the keys to the customer. Tested each drawer using the hardware test application and confirmed that the device opened and closed properly. The customer successfully logged in and accessed drawers and medications. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had shut down, and staff had been unable to remove medications while a patient had been on the table, customer checked the power cables, and both ends had been securely plugged into outlets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had shut down, and staff had been unable to remove medications while a patient had been on the table, customer checked the power cables, and both ends had been securely plugged into outlets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.